Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify failed battery test, rewind and unresponsive button due to blank display. No unlocked lcd keypad connector. However, keypad flattened button dome switch (creased) was found on esc, act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that keys take command very difficult. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.